Manufacturer narrative:
The device is available for return; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The filter of the following medical device: primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch reportedly was slowly expelling drops of total parenteral nutrition (tpn) while a patient's infusion was running. The issue was reported as not being consistent. There were no issues for one to two days; however, the leaking later occurred multiple times during a one shift. The tpn was infused over 12 hours each day, starting at 21:00 and finishing at 09:00. When the leaking occurred, the patient informed the nurse, and the tpn tubing was changed. In some instances, nurses observed the leaking within five minutes of starting the infusion. Upon investigation at the clinical facility, it seems it may have been happening on and off since the patient's admission to the unit. There were nights when this occurred five to six times consecutively. On the most recent night, it occurred twice, and on some days, there were no issues. The leaking occurs on and off during administration of tpn. Another patient on the same unit used tpn tubing from the same lot number and did not report any concerns. No similar issues had been experienced previously. An investigation of other variables was conducted at the clinical facility. The pump was changed, and different lot numbers of the tpn 1.2-micron tubing did not appear to make a difference. The pump did not alarm to indicate an occlusion. The double lumen peripherally inserted central catheter (PICC) appeared to be functioning adequately; however, the patient was sent for further assessment to ensure all clinical considerations were addressed. There was an unspecified delay in therapy and the patient did not receive the full amount of medication. Although there were multiple tubing changes and postponed appointments, there was no patient harm.